Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p repair, mesh augmentation, colpo suspension and perineoplasty due to sui.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 due to: pop, cystocele, rectocele, enterocele. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent excision of mesh and interposition of paracortical tissue on (B)(6) 2013 due to mesh extrusion and vaginal pain. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 5/26/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
Date sent to the FDA: 07/19/2016. It was reported that following insertion the patient experienced urinary frequency, cystocele and cystourethrocele.